Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0kpke, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿malfunctioned.¿ surgery was required to resolve the issue. Follow-up was conducted to determine product problems, troubleshooting, actions, and patient outcome.